Manufacturer narrative:
The device was returned to olympus for inspection. E1 establishment name: (B)(6) hospital. Added here due to character limitation in respective field. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust, dirt, humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the videoscope exhibited error e216 scope communication error. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
In addition, the following reportable malfunctions were identified during the device evaluation: the bending section cover glue was chipped. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the glue applied section of the image sensor may have broken by uncalculated external stress such as inserting trocar obliquely which led to misalignment.

Event description:
No additional information received from the customer.